Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernia. It was reported that after implant, the patient experienced recurrence and chronic pain. Post-operative patient treatment included revision surgery, laparoscopic bilateral inguinal repair with bard perfix plug, and excision of mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent laparoscopic bilateral inguinal hernia repair with mesh. The patient had revision surgery 3 months post surgery. The patient experienced chronic pain, recurrence and revision. Medical history: diagnoses: hypertension, esophageal reflux, crohn's disease, post abdominal surgery, hyperlipidemia. Surgical: appendectomy, cholecystectomy, hysterectomy. Family history: heart disease, hypertension.